Manufacturer narrative:
The device is en route to medtronic for analysis. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years and 6 months post implant of this mitral bioprosthetic valve, it was explanted and replaced due to regurgitation. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection showed that the valve sewing ring had been cauterized exposing the stent. Green and white multifilament sutures remained attached to the sewing ring. Pledgets remained attached to the sewing ring. The valve appeared slightly distorted. All leaflets were in the closed position with the free margin right cusp (rc) on the same plane as the lunula of the left cusp (lc). Due to the dehisced left right commissure, the right (rc) and left (lc) cusps crowded the non-coronary (nc) cusp. All leaflets were slightly stiff but flexible except where striations in the leaflet appeared thickened due to the implant duration and/or host tissue infiltration. Due to the dehisced left right commissure, tissue deterioration was noted on the right (rc) and left (lc) cusps. A tear was observed on the left cusp (lc) likely due to contact with outflow rail during systolic and diastolic phases. Intracuspal hematoma noted on the inflow non-coronary (nc) margin of attachment. A smaller hematoma observed on the inflow right cusp (rc) margin of attachment. The left right commissure was dehisced, potentially related to separation of the layers of the aortic wall behind the commissures. The sutures holding the aortic wall to the stent post could not be observed. There was a layer of pannus thinly encapsulating the superior coaptive junction of the right non-coronary commissure. The left non-coronary commissure was encapsulated therefore that commissure could not be assessed. Remnants of pannus observed around the sewing ring. Thick layer of off-white pannus was noted on the back of all stent posts extending to all outflow rails and onto the outflow margin of attachment of all cusps. An unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. Radiography revealed calcification on left right and right non-coronary commissures as well as on the non-coronary outflow rail. Coding updated h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for explant was mild regurgitation. The valve was replaced with a non medtronic valve. Corrected previously submitted patient code. If information is provided in the future, a supplemental report will be issued.